Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that two days ago they went to see healthcare provider and before the appointment patient decided to get the patient programmer out, placed the antenna over implant site and when pressed the on button, said that felt like a lightning bolt shot into their right thigh and it was extremely painful. Patient felt like was being electrocuted. Patient said that the only reason that the electricity went into their body was because the patient had a prosthesis in their right knee that is wearing out and it is about 30 years old. When asked, patient said that afterwards pressed the off button and the painful stimulation stopped and they removed the antenna from the site. Patient had been laying in bed with heat and ice for two solid days and the pain was starting to go away in their thigh. Patient services reviewed therapy information and general use of the patient programmer with patient, and explained that the "on" button on the side turns the stimulation on if the stimulation is off and based on information, that it sounded like patient's stimulation was off for a period of time and when they pressed the on button, the stimulation was turned on however the setting was too high for their body. When asked, patient said that they hadn't felt the stimulation for a while, about 4 months. Patient said that typically would increase the setting or would go see the physician's assistant and they would adjust the setting. Patient did go to their appointment and told that doctor they no longer wanted to use the therapy based on that experience. The physician said that was fine and they can try a different medication instead. Since patient stated they weren't going to use the therapy, patient services recommended to remove the batteries from the patient programmer.